Event description:
It is reported that a mismatch of a femoral component and articular surface were implanted.

Manufacturer narrative:
The compatibility charts state that a size e femoral device should be implanted in conjunction with size e/f articular surfaces. User error with inappropriate combination of sizes appears to be the root cause for this event. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.